Event description:
The emt's raised the 93-p stretcher from the lowest position to the load position, the stretcher did not lock into position and lowered to the ground. The crew used the side release handle and raise the unit to the load position. The unit was loaded into the ambulance with no additional incident. The patient was not injured due to the incident, the emt's sustain lower back and shoulder injuries.

Manufacturer narrative:
No additional information on extent of emt's injuries is currently available.